Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a periumbilical hernia. A bard/davol ventralex hernia patch, reference number 0010301 and lot number 43kqd363 was implanted to repair the hernia defect. On (B)(6) 2008: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with non-healing wound, infection and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection and pain as a possible complication. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d.6b (date of explant). Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a periumbilical hernia. A bard/davol ventralex hernia patch, reference number 0010301 and lot number 43kqd363 was implanted to repair the hernia defect. On (B)(6) 2008: the patient underwent an "additional surgery to repair the hernia defect and remove it." As reported by the attorney, the ventralex used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch. Addendum per medical records provided: on (B)(6) 2007 - patient was diagnosed with supraumbilical ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1) along with total abdominal hysterectomy and bilateral salpingo-oophorectomy. Per operative notes, ¿a hernia sac was identified. There were some preperitoneal fatty tissues but no bowel. A small round ventralex patch (device #1) with straps was inserted in the preperitoneal space with the gore-tex side down. The prolene side was secured to the fascia using stitches.¿ on (B)(6) 2007 to (B)(6) 2008 - patient visited hospital for non-healing surgical wound thereby underwent wound debridement. On (B)(6) 2008 - patient was diagnosed with pain and chronically infected ventral hernia mesh thereby underwent repair with removal of mesh. Per operative notes, ¿at the level of the fascia, an apparently gore-tex mesh was identified and had purulent fluid surrounding it. It was easily removed as it had not incorporated into the abdominal wall with the chronically draining sinus tract. Adhesiolysis of the anterior abdominal wall was performed to allow adequate overlap of the biological mesh. Mesh was then placed in a subfascial plane and secured circumferentially to the fascia.¿ attorney alleges that the patient had pain and infection.